Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) USA, alleging that the patient's onetouch verio 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged product issue began around 8 am on (B)(6) 2019, alleging that the patient obtained an inaccurate high blood glucose result of "158 mg/dl" on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages his diabetes using insulin (self-adjuster) and due to feeling "low" at the time of the "158 mg/dl" result, he did not take his normal insulin. The reporter alleges that at an unknown time on the same day of the issue, the patient developed symptoms of "disorientated and sweating profusely". The call was discontinued before any treatment required was established. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure. Csr noted the patient had no control solution. The patient's products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.